Manufacturer narrative:
H6: investigation summary: one 2000e sample from lot 20035976 was received for investigation of complaint reference (B)(4). The sample was received in sealed packaging. A visual inspection confirmed the customer's experience as yellow and dark spots were observed on the luer cap of smartsite , but not on the smartsite itself. A closer inspection identified that the contamination was embedded. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause could not be determined, however the contamination is likely to have been caused by burnt granules from the raw material that have been embedded into the luer cap during the injection molding process. This is a cosmetic defect only and does not affect the functionality or sterility of the product. A review of the production records for lot 20035976 did not identify any in-process testing failures or quality deviations which may have resulted in a fault of this nature. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the 2000e product in the past 12 months. H3 other text : see h10.

Event description:
It was reported that ll vlv adpt(stand alone) had foreign matter. The following information was provided by the initial reporter: foreign objects in the packaging.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ll vlv adpt(stand alone) had foreign matter. The following information was provided by the initial reporter: foreign objects in the packaging.